Manufacturer narrative:
Qn#(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301500 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. Following a tavi, an 18f ce manta was deployed for closure to the measured deployment depth. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub and was unable to push the manta handle device into the sheath hub. The bypass tube would not cover the manta anchor and enter the hemostatic valve and was unable to click in place. The first 18f ce manta sheath and device were removed. A second 18f ce manta device and sheath were opened and deployed. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub although was able to push the manta handle device into the sheath hub, completing the closure. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. A CAPA was previously opened under teleflex quality system to address this issue. Further investigation related to this event will be initiated only if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events. Corrected data: correction to section d.4 UDI was updated from (B)(4) to (B)(4) to include the full UDI.

Event description:
It was reported that: " tavi procedure, the ancore was out of the manta and it was not possible to push the manta to its sheath. We replaced to a new manta catheter but left the sheath in its place. There was some difficulty to insert the second manta to the sheath but eventually the doctor succeeded, and it went ok." Associated complaints: 3010252479-2024-00078 and 3010252479-2024-00080.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " tavi procedure, the ancore was out of the manta and it was not possible to push the manta to its sheath. We replaced to a new manta catheter but left the sheath in its place. There was some difficulty to insert the second manta to the sheath but eventually the doctor succeeded, and it went ok." Associated complaints: 3010252479-2024-00078.